Manufacturer narrative:
Pump immediately flashed white display once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Unable to verify customer's complaint for blank display due to flashing white display. Flashing white display was confirmed during testing due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the battery compartment and labels. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the crack on the pump and it was on blank display also with worn off serial number. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. Troubleshooting was performed for the labeling and the customer reported a labeling issue. Troubleshooting was not performed for the blank display. The product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880l was requested and the customer response was the device will be returned.